Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant glucose (glu) result obtained on a patient sample on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data and the information provided by the customer. The issue was isolated to this one sample. Quality control was in range and no issues were noted with other patient samples. A potential product issue was not identified. Hsc concluded that the cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant glucose (glu) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant glucose (glu) result.